Event description:
A report of blood from the pt into a container of tpn hanging above the pump was received in association with the use of an infusion pump. The pt's nurse, stated the tubing was loaded correctly through the device. There was no additional info regarding this reported problem available for this report. There was no pt injury reported.